Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account and checked the laser. Fss installed and tested new galvo assembly and completed system check. Fss also replaced parts and aligned system. Gelled laser and system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that during procedure laser stopped about 3/4 way through the flap cut on right eye. There was no pocket and no side cut made. Surgeon stopped and did not try the left eye. Flap was incomplete and did not try to lift it.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Based on the investigation an electrical and mechanical problem was found. There was no product deficiency identified. System was repaired in the field. All pertinent information available to abbott medical optics has been submitted.